Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic, upon interrogation noise on the right atrial and right ventricle leads were noted. Both leads appeared electrically stable through threshold, sensing, and impedance measurements. Physician elected to continue to monitor the leads. Patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed in the laboratory. A partial lead was returned in three pieces for analysis. The connector piece measured 17.0 cm, middle piece measured 34.3 cm and the distal piece measured 42.6 cm. On the connector piece, a full breach insulation degradation breaching outer insulation and exposing outer coil was noted at 4.5 cm from the connector pin. On the middle piece, one lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted at 30.0 cm to 31.1 cm in the proximal region of this piece. The cause of the reported event was isolated to the full breach insulation degradation and the lead-to-can external insulation abrasion. Electrical test did not find discontinuities or shorts on any conduction paths. Other damages found on these pieces were consistent with procedural damages.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes physician believed the oversensing noise that was present in both the right atrial and right ventricular leads was due to some sort of lead-to-lead interaction. The leads were explanted and replaced on (B)(6) 2019. Prior to procedure, visual insulation damage was noted on the proximal portion of the right ventricular lead near the device header. Further lead damage was incurred during the extraction procedure. The patient was stable after the procedure.